Event description:
It was reported that, "during the tka, the surgeon noticed that there was a little gap between locking wire and pe insert. The surgeon tried to lock it on a tibial base plate but the pe insert was not locked on the tibial base plate. Therefore, the surgeon used other pe insert instead of it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.